Event description:
It was reported that the patient's ipg was unable to communicate with external devices. In turn, the ipg was deemed inoperable. As a result, the patient had their ipg explanted and replaced. Effective therapy has been restored. Issue resolved.